Manufacturer narrative:
Product in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Investigation in progress.

Event description:
It was reported that the thermogard ivtm system (s/n:(B)(4)) displayed tcmid:05 (coolant diff failure) error massage upon powering up. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other patient information was provided.